Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he needs assistance in programming the insulin pump. Customer's blood glucose was 400 mg/dl. The customer was assisted with programming basal rates, bolus wizard, fixed prime, meter ID, max basal. The customer insulin pump is all set up programed and prime. The customer will monitor her blood glucose. The customer was not on the device for some time. Customer had high blood glucose was offered to troubleshoot but declined. Customer was not on the pump.